Event description:
It was reported the controller was acting up while recharging the implant, and the issue was worsening. Patient stated that it would take hours to charge the ins, and the controller would display "finished" even though the ins battery was still at 40%. Patient also reported receiving a message instructing them to call medtronic, and that the controller screen would get stuck on "checking the recharger," requiring a controller reset for it to work. Agent had the patient reset the controller, and the patient confirmed there was no visible damage to the device. Agent then instructed the patient to recharge the ins. Patient was able to view the battery screen, which showed the controller at 90% and the ins at yellow, recharging in excellent. Agent instructed the patient to check the recharging speed; however, the screen got stuck on "battery low, recharge the ins." The issue was not resolved, and the agent submitted a repair request. Additional info received from patient that even with the replacement recharger, they felt like they were still running into the same issues, including 'software problem - intellis, 3.6, 1558, app manager' and getting stuck on 'checking the recharger.' Patient additionally stated they thought the controller was periodically shutting off their stimulation; they'd look at the controller and see 'stimulation off.' Patient also wanted to add that charging was taking them even longer now, sometimes almost 3 hours, and felt like the charge wasn't lasting as long either. Agent attempted to ask if the 'stim off' message may be coming up when their implant is low (patient seemed like they didn't fully understand that the battery in their body is responsible for holding the charge which keeps stimulation on).the patient stated their equipment was still doing 'all sorts of crazy things.' Agent reviewed information with the patient and agreed to send the replacement controller (told patient they must keep their battery pack). A request was sent to repair and agent closed case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.